Manufacturer narrative:
The claimed failure can not be confirmed. The complaint has been reviewed based on the customer complaint description and evaluates that no further investigation can be performed before either used samples are received for testing or that the lot number is provided to investigate a potential origin of the product failure in the devices manufacturing traceability documents. Unomedical hereby consider this case to be closed.

Event description:
Customer states that there was a 911 call for their high bgs. Time and date of 911 call was: (B)(6), 1st thing in the morning customer was found unresponsive. Bg at time of 911 call was: 1007 bg. Name of the hospital: (B)(6) hospital. Description of the complaint: dka, coma. Significant events leading to the 911 call: she was exhausted and she came up and went to bed. She remembers looking and seeing astericks in certain places. It meant that the pump was off for a period of time. She doesn't recall ever getting any delivery alerts. She thinks that she probably tested her bg and it was high and corrected it and went to sleep. The next morning her mom tried to wake her up and she wouldn't wake up. She was in a coma for 3 days and in the hospital for a total 10 days. Cause of 911 call as per health care provider: dka and coma. Outcome of the 911 call: customer came out of coma and they were able to get her sugars back in line. Customer was wearing the pump at the time of 911 call. When they took the infusion set out, the cannula was bent.